Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient was hospitalized with dyspnea for approximately the last 2 months and increased hemolysis parameters. The patient''s lactate dehydrogenase (ldh) levels were >2000 u/l and the patient was started on an IV heparin infusion. The patient was discharged on (B)(6) 2015 as he clinically improved and the hemolysis parameters had decreased. The following day the patient was readmitted to the hospital with dyspnea, elevated ldh and elevated plasma free hemoglobin. The patient was started on heparin infusion again and no changes were seen. An x-ray of the thorax was performed and indicated some pleural effusion. An echocardiogram indicated that the left ventricle was unloading, there was no opening of the aortic valve and the right ventricle looked fine. A pump exchange was performed on (B)(6) 2015 and after the pump was removed the surgeon reported seeing a small thrombus in the pump.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the remainder of the driveline was not returned. Upon disassembly of the pump, visual examination of the distal side of the inlet stator and the rotor inlet revealed two tissue-like thrombus formations adhered around the inlet bearing cup and inlet bearing ball. The thrombi appeared similar in size and structure, suggesting that they developed as one formation and broke apart upon disassembly. The thrombi appeared to have formed in laminated layers and were denatured, indicating that they likely developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Additionally, a small tissue-like deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to any pump surface. The deposition did not appear to have originated in this location; however, its specific origin could not be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists pump thrombosis as a potential adverse events associated with use of the heartmate ii lvas. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4): the device was returned for analysis. The evaluation is not complete.the event occurred at (B)(6). The patient remains on lvad support with the replacement pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.